Manufacturer narrative:
Kaz USA, inc. Had requested that the product be returned to our company for testing, but the device has not yet been returned.

Event description:
A consumer reported that his thermometer had allegedly given false negative readings on her daughter. The device allegedly gave readings that were 3-4°f lower than what was later measured by a doctor. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Had requested that the product be returned to our company for testing.

Event description:
A consumer reported that his thermometer had allegedly given false negative readings on her daughter. The device allegedly gave readings that were 3-4°f lower than what was later measured by a doctor. There were no complications from this incident, and the patient is doing well now.